Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The cannula was found bent. It could not be confirmed that the customer found the sensor in this condition as it was returned opened and used.

Event description:
Customer reported her sensor readings are inaccurate. Customer's sensor tells her she is low, but her blood glucose is not actually low. Customer is also receiving sensor errors. When customer removed the sensor, it was bent. She was advised or proper insertion and calibration methods. Customer's blood glucose was unknown. Nothing further reported.